Event description:
It was reported to baxter that a flogard infusion pump had a damaged door. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The customer reported problem of a damaged door was confirmed in the sample evaluation. Upon visual inspection of the device door assembly was found to be broken/cracked. The pump head door assembly was replaced to resolve the reported problem.